Event description:
Patient allegedly received an implant on (B)(6) 2006 via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and aorta abutment. The patient further alleges "one strut of the filter is abutting my aorta. I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava and is abutting another organ. In addition, I have stinging and burning on my left side." Report from CT (computed tomography): "there is very minimal 3-5 degree tilt of the ivc filter within the ivc. The tip of the ivc filter is approximately 1.5 cm below the left renal vein. There is perforation of the ivc filter legs anteriorly, posteriorly and medially and laterally. On the left, the perforated leg approaches the aorta; however, no definite perforation of the aorta is seen. Clot cannot be determined on noncontrast examination."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: organ abutment, tilt, anxiety, worry, stinging, burning, depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ abutment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, stinging, burning, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/ perforation/ embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006, and multiple struts of the patient's filter subsequently perforated the inferior vena cava (ivc), with 1 leg abutting the aorta. Hospital and medical records have been requested, but not yet provided.